Event description:
It was reported the pt is no longer receiving stimulation. The charger can no longer communicate with the ipg. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. X-rays were taken and did not reveal any anomalies. The pt will undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.